Event description:
It was reported that the device had a blank screen and only the "on" button light was illuminated. Physio-control evaluated the device and observed an intermittent lock up failure. The device was unable to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined the cause for the malfunction to be a failure of the single board computer assembly.